Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, brown particles and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade IV, ¿fibroconnective tissue with focal calcification¿, ¿mild chronic inflammation¿, ¿foamy macrophases¿, and ¿foreign body giant cells." The device has been explanted.